Manufacturer narrative:
The event occurred on an unspecified date between (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set was leaking while the twist clamp was closed. This occurred during use of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was given antibiotics. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.